Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was admitted to the hospital for worsening neck pain radiating down his arm. The manufacturer representative met with the patient at the hospital. Reportedly, the ipg was working fine. No surgical intervention was undertaken but may be pending at a later date. Patient is on antibiotics for a possible infection.

Event description:
Additional information identified that patient was treated with antibiotics and pain at lead site was resolved.

Event description:
Additional information identified that patient is on antibiotics for cellulitis. Reportedly, patient was hospitalized for a few days and the bacterial count is lower.